Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description stated that the distal portion of glidewire broke off inside the patient's artery in the lower right leg. Retrieved glidewire from cath lab manager. The physician attempted to retrieve the glidewire, however was not able to. The physicians stated that it would not be beneficial to attempt surgical retrieval of the foreign body, as it would require moderately extensive surgery with no significant change for the latter in the patient's condition. The device malfunction did not do what it was supposed to do. Additional information was received on 17 jul 2023: procedure was a cardiac cath. Blood loss was not reported. Patient was stable. The broken wire is still in the patient.